Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. Aneurysm and vessel morphology from the time of implant are unknown. A bifurcated stent graft and three iliac limbs were originally implanted and no complications were reported post implant. It was noted that a palmaz stent was also implanted at the index procedure for an unknown reason. At previous follow-up appointments there were no endoleaks noted. It was reported that the patient presented emergently approximately eight months post implant with stent graft migration and type I endoleak. The stent graft was found to have migrated approximately 1 to 1.5 cm due to disease progression. The physician attempted to implant an endurant 36x36x49 aortic cuff stent graft; however, when the stent graft was deployed it could not get the palmaz stent to expand any further and to adhere to the vessel wall; therefore, the endoleak did not resolve. A second palmaz stent was implanted within the endurant aortic cuff and palmaz stent. This second palmaz stent was also unable to expand the previously deployed palmaz stent any further. The patient was converted to open repair. It was reported that the surgery went on for several hours during which the patient expired. The cause of death is unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Results: death, surgical conversion to open repair.

Event description:
Additional information was received as follows: the user facility did not retain the explanted stent graft and the cause of death was asystole.